Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. Accumulated fat caused the heating wire to bow away from the silicone boot; the heating wire remained attached to the tip of the hot jaw. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test; it worked intermittently. The handle on the device was opened to verify the electrical connections; there was dried blood observed inside the handle, the filter and in the shaft. The distal jaw tips assembly was opened to verify connections; a significant amount of dried blood was found, which caused the wire connected to the heater on the jaw to short out. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the cautery portion of the vasoview hemopro 2 did not activate. The adaptor cord and the power supply were switched and the device still did not activate. The device was removed from the field and replacement device was used to complete the procedure.